Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep), and from a patient via a rep regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the rep called regarding a recently implanted patient with an impedance issue. Everything during implant went as expected; impedances were good, the patient was feeling stimulation, and getting good symptom relief. The patient had a follow up appointment with the doctor's office yesterday, and they ran an impedance check and all electrode 0 and 1 pairs were >4000 ohms. Electrode 2 was 419 ohms, and electrode 3 was 296 ohms. The patient was not feeling stimulation, but symptom improvement had still been ok. The rep was notified yesterday of the issue by the doctor's office, but was not sure when the issue started. The rep met with the patient today and noted that all programs (including those with 2 and 3 electrodes) could not be increased past 0.4ma, and would show 'maximum settings reached,' so they could not program around the high impedances at this point. The manufacturer help line reviewed information regarding potential open circuits. The rep said they planned on going back into surgery to check connections, wipe the lead, and re-check impedances. It was reviewed if the issue was unresolved, they may need to consider replacing the lead. Troubleshooting in the operating room (or) was reviewed. They were redirected to the patient's healthcare provider.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9: references that the lead was returned. H3: analysis of the lead identified that the 0 and 1 conductors were broken 1.4 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a may 4th revision was done and found lead was pulled out of foramen and bent there between contacts 1 and 2. This was the lead used for evaluation. There were no known issues/accidents. The rep had spoken with patient today and they were doing well.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2huzb implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd:2023-06-30 , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.